Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 4,234 patients who were operated with depuy synthes expert tibial nail (etn) between january 1, 2005, and june 30, 2021. There were 2,520 males and 1,714 with a mean age of 47 years (range 18-65 years). A subgroup included 158 patients who were both implanted with depuy synthes expert tibial nail (etn) and depuy synthes resorbable asls sleeve. The subgroup was composed of 81 females and 77 males with a mean age of 58 years. The following complications have been identified as per the european union medical device regulation (EU MDR) epidemiology report: (etn overall). 0-3 months post index surgery. 114 patients had subsequent surgery. 82 patients had malunion or nonunion. 106 patients had surgical site infection. 0-12 months post index surgery. 268 patients had subsequent surgery in which 201 of them had device removal. 212 patients had malunion or nonunion. 151 patients had surgical site infection. (Etn+asls subgroup). 0-3 months post index surgery. 4 patients had subsequent surgery. 2 patients had malunion or nonunion. 3 patients had surgical site infection. 0-12 months post index surgery. 10 patients had subsequent surgery in which 8 of them had device removal. 7 patients had malunion or nonunion. 4 patients had surgical site infection. This is for the unknown depuy synthes expert tibial nail (etn) and unknown depuy synthes resorbable asls sleeve. A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for one (1) unk - nails: expert tibial. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - nails: expert tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.